Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. No patient involvement .

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, the device alarmed with tf5507. The exact circumstances of the occurrence are unknown. However, it is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. The root cause was identified as a defective sensor board, which was subsequently replaced. Following the replacement, the device functioned as intended.